Event description:
The needle in question was broken off and remained in her body [medical device complication]. Case description: medical device information: class iia. Spontaneous report received and reported by a medical doctor as "the needle in question was broken and remained in her body". It concerns a patient treated with penneedle (32g) taper (needle) for "device therapy". In 2008, the patient tried to inject insulin. The needle in question was broken and remained in the body. The needle was revealed by an x-ray and removed surgically at the hospital. The patient used a new needle at the time of the event, and changes needle after each injection. The overall outcome is reported as "not reported". Reporters causality: unknown. Novo nordisk causality: reportable.